Manufacturer narrative:
Weight: for patient's weight is unknown. The expiration date, manufacture date and lot number of the device are unknown.

Event description:
Per complaint (B)(4), the dental implant failed to integrate. Patient experienced inflammation and fibrous tissue.